Manufacturer narrative:
(B)(4). D10: 42560113513 - stem extension straight splined uncemented 13 mm diameter +135 mm length - (B)(4). 42556605810 - femoral distal augment cemented size 5, 5+ 10 mm thickness - (B)(6). 42556605810 - femoral distal augment cemented size 5, 5+ 10 mm thickness -(B)(6). 42556605810 - femoral distal augment cemented size 5, 5+ 10 mm thickness - (B)(6). 42556605805 - femoral distal augment cemented size 5, 5+ 5 mm thickness - (B)(6). 42556605805 - femoral distal augment cemented size 5, 5+ 5 mm thickness - (B)(6). 42542006702 - tibia fixed cemented right size d stem extension use required -(B)(6). 42560113515 - stem extension straight splined uncemented 15 mm diameter +135 mm length - (B)(6). 42545000508 - tibial central cone size fixed tibia - (B)(6). 42504605812 - femur cemented plus right size 5+ -(B)(6). 42540000032 - all poly patella cemented 32 mm diameter -(B)(6). 110035368-biomet bc r 1x40 us-(B)(6). 00590103548-hex headed screw 3.5 mm hex 48 mm length-(B)(6). 42522400416-articular surface fixed bearing posterior stabilized (ps) right 16 mm height-(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee second revision 1.10 years post-implantation due to pain, loosening, and bone loss. During the revision noted pseudocapsule, implant wear, and failure to osteointegrate. All components were exchanged with competitor product. Attempts have been made and no further information has been provided.